Manufacturer narrative:
If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that patient's right knee was revised due to a surgical error resulting in instability. Rep reported that the gaps were not balanced and that the knee was stable in extension but loose in flexion. Patient was revised to a triathlon ts construct with a larger size 7 femur. Rep reported that x-rays, medical records, and further information are not available due to hospital policy.

Event description:
It was reported that patient's right knee was revised due to a surgical error resulting in instability. Rep reported that the gaps were not balanced and that the knee was stable in extension but loose in flexion. Patient was revised to a triathlon ts construct with a larger size 7 femur. Rep reported that x-rays, medical records, and further information are not available due to hospital policy.

Manufacturer narrative:
Corrected data: it was discovered that the selection for b2 was inadvertently missed during the submission of the initial report. B2 has been updated with the appropriate information. H3 other text : device not returned.